Event description:
It was reported that a clearlink catheter extension set experienced no flow when used with a non-baxter blood collection device. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.